Manufacturer narrative:
Continuation of concomitant: 5076-52 lead implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead had a warning for an out of range superior vena cava (svc) impedance. The lead was capped and replaced. It was additionally reported that during the procedure, a gap was noted on the coil of the replacement rv lead while under fluoroscopy. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The exposed right ventricular defibrillation coil was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.